Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies as well as poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device. This report is filed july 25, 2016.

Manufacturer narrative:
(B)(4). Correction: the date device returned to manufacturer is 01/04/2016; not 12/31/2015 as previously reported.